Event description:
Revision surgery - due to the the patient dislocating their hip. The surgeon changed out the original head and liner.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reason for this revision surgery was the patient's hip dislocated after 9.6 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the 7th complaint against this part number, four for dislocations and the remainder pain and cup placement. This is the 2nd complaint against a part from this lot. The first complaint was a cup that was antiverted and removed. No information was provided that definitively described the root cause or reason for the hip dislocation. Factors that may contribute to a dislocation not associated with the implant are: improper implant selection, degenerative bone disease, and improper surgical technique. There are no indications of a product or process issue affecting implant safety or effectiveness.